Event description:
Initial reporter indicated that their vns hand held computer was unable to complete diagnostics without interruption, but that the event had resolved now. Good faith attempts are being made for additional info surrounding the reported event.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.